Event description:
This complaint is now reportable based upon analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified mid-to-distal left anterior descending (lad) artery. The physician attempted to place the 3.00x38mm taxus liberte stent, but was unable to cross the lesion. The device was then successfully removed. The procedure was completed with a different device. No pt complications were reported. Pt condition is reported as "good". However, the returned product analysis of the 3.00x38mm taxus liberte stent revealed that the stent had moved on the balloon.

Manufacturer narrative:
An initial visual and microscopic examination of the returned unit revealed that the stent had moved on the balloon. The stent had moved approx 3mm distally from the distal edge of the proximal markerband. A visual and microscopic examination of the crimped stent found no issues. The balloon tip and sections were visually and microscopically examined and no issues were noted with their profiles that could have contributed to the complaint incident. The balloon was tightly wrapped and was not subject to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).